Manufacturer narrative:
Physician indicated device operated normally. No errors of built-in test performed at system start-up were noted. Subsequent verification testing of the device by csa medical also confirmed the device was performing normally. Patient had prague classification c5m9 (circumference (c) and maximal (m) extent of the endoscopically visualized be segment). Two cycles of 20 second sprays were rendered according to the instructions for use without complication. The adverse event was not observed until the patient was in the recovery room. The treating physician indicated he believed cryospray may be related to the event, however, no direct correlation was established. The physician has been using cryospray for three (3) years and this is the first adverse event reported. The treatment algorithm used (two cycles of 20 second sprays) was typical of that used by most physicians.

Event description:
Patient presented to esophagogastroduodenoscopy (egd) with cryospray treatment on (B)(6) 2010 for possible intra-mucosal cancer. Two cycles of 20 second sprays were rendered without complication. Active venting (suction) and abdominal monitoring were used during treatment. In the recovery area, subcutaneous emphysema was detected on physical examination (inspection and palpation of the neck and face). The patient experienced swelling of the right side of his face secondary to the subcutaneous emphysema. Patient did not experience pain. Patient was admitted to the hospital for two days for observation, npo and antibiotics. Recovery was uneventful.